Manufacturer narrative:
Patient identifier = sid= (B)(6). The field service representative (fsr) inspected the analyzer and replacement of the nozzle c4 #1, #4, #5 (rohs) (7-205228-02) and tubing, peristaltic head (rohs) (7-202464-01). The part replacement which resoled the issue. A review of the alinity ci processing module, serial number (B)(4) service history found no contributing factors on or around the date of the complaint. A review of tracking and trending of the alinity c processing module did not identify any trends associated with the complaint issue. A review of tracking and trending did not identify any trends for the nozzle c4 #1, #4, #5 (rohs) and tubing, peristaltic head (rohs). A review of historical data revealed no trends, systemic issues, or related nonconformances. A review of the (B)(4) service history was performed and no additional erratic results pre- or post the current complaint were identified. The alinity ci-series operations manual addresses operational precautions and limitations and troubleshooting of the fluidics subsystem. The alinity c service documentation provides component replacement, removal and verification of the probe. A review of the product labeling concluded that the issue is sufficiently addressed. Based on the investigation no product deficiency was identified for either the alinity ci processing module, serial number (B)(4), or the nozzle c4 #1, #4, #5 (rohs) and tubing, peristaltic head (rohs).

Event description:
The customer observed falsely decreased sodium results on alinity c processing module for multiple patients. The results provided were: on (B)(6) 2021, sid (B)(6) initial=119.8 mmol/l /repeated=136.9 mmol/l. On (B)(6) 2021, sid (B)(6) initial result = 107.2 mmol/l /repeated= 134.7 mmol/l and 136.9 mmol/l. Sid (B)(6) initial result = 112.5 mmol/l /repeated= 136 mmol/l and 134.3 mmol/l. Sid (B)(6) initial result =134.2 mmol/l /repeated= 101 mmol/l, 134.5 mmol/l and 136.6 mmol/l. Sid (B)(6) initial result = 104.4 mmol/l /repeated=108.6 mmol/l and 141 mmol/l. There was no reported impact to patient management.